Manufacturer narrative:
The reported event of backup operation was confirmed in the lab. Analysis of device image found the device went into backup mode due to bus error. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported event could not be determined.

Event description:
During device preparation, the device was found to be in backup vvi mode (bvvi). The device was replaced and a new one was used to resolve the event. The patient was stable.